Event description:
It was reported that the customer received a no delivery alarm. The customer reports the no delivery alarm was resolved by an infusion set change. The customer would like to return the infusion set for analysis. The customer refused troubleshooting because this incident has happened in the past. The customer's blood glucose levels were unknown. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)